Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) experienced a system error. It was indicated that the printed circuit board (pcb) was out of specification electrically. It was also indicated that a display wire was pinched, the main seal was broken, the case was damaged, keypad was scratched, a label was damaged, and a case screw was contaminated. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) presented with an error code. The epg was returned for service. No patient complications have been reported as a result of this event.